Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system had poor vacuum. Additional information has been requested.

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. (B)(4).

Event description:
Additional information has been requested and received. The healthcare professional stated that the system had no vacuum rather than poor.